Manufacturer narrative:
Investigation in progress.

Event description:
On (B)(6) 2011, the patient received zfen-p-2-34-137-r, zfen-d-24-62-76-c, and tfle-14-90-2t. Zenith alignment stent (zfs-80-6-18) was placed in the right renal artery and zenith alignment stent (zfs-80-7-18) was placed in the left renal artery. There were no difficulties during deployment. The grafts and fenestrated renal arteries were patent with no kink or endoleak after the graft was completely implanted. The site noted a type iii endoleak on a follow-up CT scan on (B)(6) 2011. Core lab analysis noted a type ii endoleak. The patient was discharged on (B)(6) 2011. Follow-up CT scans showed the graft and fenestrated arteries were patent and intact with no kink or endoleak. On (B)(6) 2014, the patient was hospitalized with severe abdominal pain and diagnosed with a "ruptured abdominal aortic aneurysm, specifically a large endoleak which appears to rise from the junction between the aortic and the left iliac leg components". The patient underwent bilateral iliac stenting (right iliac: zsle-24-74-zt, left iliac: zsle-13-107-zt). On a post-operative CT scan, the grafts and fenestrated renal arteries were noted to be patent with no endoleak. Moderate narrowing of the proximal left iliac leg component was noted. The patient received blood transfusions (rbs, platelets, cryoprecipitate) post-operatively.